Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch inadvertently reported that the connecting tube was cracked and broken. However, the customer reported the incorrect model number. The correct model number was maj-2319, distal end flushing adapter. Per the legal manufacturer, this issue of a broken flushing adapter is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported the connecting tube was cracked and broken. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.